Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had balloon failure to inflate. The patient involvement is unknown. The issue was fixed on a phone call with getinge field service engineer (fse). Found that the augmentation was set all the way down not allowing balloon to inflate. After changing setting instrument was taken back to end user to test fix. Customer reports no further issues with inflation of balloon reported. H3 other text : issue resolved over phone call.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units not inflating balloon.